Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced breakage of the implant holder and complication of the device insertion. Additional information received on (B)(4) 2014. No information given on patient's history, past drugs and concurrent conditions. It was not reported whether the patient received any concomitant medication. On (B)(6) 2014 the patient had essure (fallopian tube occlusion insert) inserted, lot number b42237. During release of the implant, the implant holder broke and remained in place in the implant, which itself was positioned in the tube. Implant and broken introducer were removed. Bilateral insertion was performed, with another device. Reporter causality: the relationship between the events and essure is not reported.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on (B)(4) 2014. Final assessment: lot history record (lhr) reviewed. Product met product release specifications. As of (B)(4) 2014, no device was returned; therefore, no device investigation could be completed. No CAPA investigation is required per criteria established in (B)(4). Medical assessment: the events reported, device breakage in association with complication of device insertion, are possible undesireable events with the use of essure and not necessarily indicative of a quality defect. No complaint sample was provided for further technical investigation. Two (2) additional ae case reports have been received to date in relation to event. No batch signal could be identified at this time. The review of the lot history records found that the product met product release specifications. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect." In summary, based on the available information there is no reason to suspect a quality defect.